Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, the reported "black part" that was missing was interpreted to be the rubber sleeve; however, this part does not come with that feature.

Event description:
It was reported that the sleeve cover was missing for non-patient end with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 50 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that the product was missing the black part.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4)has been listed as nipro is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sleeve cover was missing for non-patient end with a bd vacutainer® safety-lok¿ blood collection set. This occurred on 50 separate occasions prior to use. The following information was provided by the initial reporter: it was reported that the product was missing the black part.